Manufacturer narrative:
Additional information: a medtronic representative reported that six screws in total were placed during the perc case and that the reference frame was placed at the l2 vertebrae.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(4). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed following the third screw placement. The representative reported that a new image acquisition was performed and it was used until the site was inaccurate prior to the final screw. A third image acquisition was performed that was immediately found to be inaccurate. A final image acquisition was performed and the site was able to complete the procedure. It was reported that the imprecision was three millimeters and the screw revision was needed.